Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that the delta chamber of a newly opened shunt was perforated. According to the report, the valve had not been tested or implanted. The report stated that the defect had been noticed prior to implantation.